Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced deflation issues with this device as the pump did not work properly, leading to an in-clinic evaluation. Pump troubleshooting did not correct the issues; therefore, a surgical intervention was performed. During surgery, the cylinders and pump were removed and replaced. There were no patient complications reported.